Event description:
During a premature ventricular complexes originating from the left ventricle procedure, a cardiac perforation occurred requiring pericardiocentesis. The perforation was noticed shortly after attempting to enter the left ventricle, just after mapping was initiated, prior to any ablation. The exact cause was unclear, the tamponade may have occurred during the transseptal puncture, alternatively, the perforation may have occurred when an attempt was made to cross the mitral valve in order to enter the left ventricle. The patient felt chest pain and so the procedure was stopped. It was noted that the ablation catheter had entered the pericardial space, this was deduced from fluoroscopy and ensite precision anatomy. Ice catheter imaging and also transthoracic echocardiography using a viewmate console revealed pericardial effusion in the left atrium. Percutaneous drainage using a sub xiphoidal approach was done to stabilize the patient. The pericardial drain was removed the next morning and the patient was discharged the next day. There were no alleged performance issues with the catheter.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.